Manufacturer narrative:
Concomitant medical products: product ID: 3586, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# unknown, implanted: (B)(6) 2012, product type: lead; product ID 3986a, lot# unknown, implanted: (B)(6) 2012, product type: lead.

Event description:
Information pertaining to this event was previously reported in reg report numbers 3007566237-2015-01481 and 3007566237-2015-00256. Information will be reported in this reg report pertaining to the event. Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had increased pain. There was an extension fracture. There was an increase of the pain until the change of the extension of the electrode on (B)(6) 2015. There was a change of the extension under anesthesia. The event resolved on (B)(6) 2015 after changing the extension. Troubleshooting performed included changing the extension of the electrode. No further actions were taken. The patient had moved a big piece of furniture which could have caused the fracture.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had no pain.

Event description:
It was reported the patient had high impedance and stop of stimulation. One electrode was not functioning and the patient had inefficient and painful stimulation. The patient had a neurosurgery consult in (B)(6) 2015. If additional information is received a follow-up report will be sent.